Event description:
Patient reported left side rupture, "signs of capsular contracture [baker grade unknown] in both sides where the implant has contracted upwards, with a 'silicone sack' being able to be felt in the area, as well as experiencing discomfort on the left side", and "when she is 'side on' in the mirror there are visible signs of disfigurement." Patient additionally reported "melanoma", which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture; rupture.

Event description:
Patient reported, left side rupture. "Signs of capsular contracture, baker grade unknown, in both sides. Where the implant has contracted upwards, with a 'silicone sack' being able to be felt in the area. As well as, experiencing discomfort on the left side". And "when she is 'side on' in the mirror ,there are visible signs of disfigurement". Patient additionally, reported, "melanoma". Which is not device-related. Device remains implanted.